Manufacturer narrative:
(B)(4). Date sent: 3/24/2020. D4: batch#: t94999. Investigation summary: the device was received with the electrode and ceramic separated as one piece still attached to the active rod. In addition, the upper jaw was firmly attached to the device and not detached as reported. The device was tested on the generator, which resulted in the ¿close jaws on tissue and reactivate¿ alert screen. This is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message three times. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. There is insufficient evidence related to what caused the damage on the device.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the coating of the jaws detached. There were no patient consequences reported. No additional information is available at this time.